Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of the system monitor missing it¿s two mounting feet, was confirmed when the unit was evaluated by technical service. Also, the unit would intermittently not startup properly - the screen would be blank. The feet on the unit were replaced. Replacing the main pcba fixed the boot up issue. The repaired unit was tested and returned to the rental/loaner pool. The main pcba was evaluated. A damaged ic in the input power circuit was found. The ic outputs were faulty (incorrect output voltage). The ic outputs are used to derive several other power sources on the main pcba (3 vdc and 5 vdc). Per device build records, the main pcba was installed in the system monitor when the unit was built. The system monitor was built in nov 2010. The packaged system monitor was placed into inventory on dec 17, 2010. The unit was shipped to the customer on feb 4, 2011. The unit was last serviced in apr 1, 2017 per swo (B)(4) software loaded onto the system monitor. The main pcba was installed into the system monitor when the unit was built (dec 2010). Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) and heartmate ii lvas IFU. Handling precautions when the system monitor is mounted on the power module are documented in the power module IFU and the heartmate ii lvas IFU. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the front locking feet of the system monitor were missing. Upon investigation of the returned device, it was noted that the system monitor printed circuit board (pcb) was damaged. No further information was reported.